Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a usb connector not fully connected at the main board connection. The cable was reseated to correct te reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.